Event description:
It was reported that the foley catheter was difficult to deflate during the pretest. Also stated that only 5cc of water was drained out.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received. The balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) and attempted to deflate the balloon passively but the last 1 ml of solution remained in the balloon. The balloon was dissected and found that the inflation notch was not completely perforated. The notch was wide enough but did not penetrate deep enough and only a small portion of the drainage lumen was visible. A potential root cause for this failure mode was unable to determine. Per investigation the device history record review was not required. Per investigation a labeling review was not required. Correction: d, e. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to deflate during the pretest. Also stated that only 5cc of water was drained out.